Event description:
Medtronic received information that 6 years post implant, this transcatheter pulmonary bioprosthetic valve (tpbv) was replaced with a new tpbv due to conduit obstruction related to stent fractures. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the melody IFU, stent fracture resulting in recurrent obstruction is identified as a potential device-related adverse event that may occur following implantation of the melody tpv. From the available information, the root cause of the reported clinical observation could not be determined. (B)(4).

Manufacturer narrative:
Conclusion: based on the available information received and the investigation results, prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. Without return of the product, the root cause of the reported stent fracture could not be determined.